Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as an error message is displayed in dutch and that the initialization loop last indefinitely. Review of the files and event log shows that the event is caused by a faulty charger. Indeed, the faulty charger causes the device to make several unwanted inputs, which can be responsible of a language change and files corruption. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter turns on and displays a "no network" screen in a language other than french. The page spins and the cursor freezes, making it impossible to perform any other actions.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The smartview connect is not able to work normally and display the error message "no signal, error code 0.120" review of the files and event log is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the transmitter turns on and displays a "no network" screen in a language other than french. The page spins and the cursor freezes, making it impossible to perform any other actions.